Event description:
It was reported that "probably like a good year" ago, the patient noticed they could not get good coupling with the previous recharger. The agent did not ask about the circumstances that led to the reported issue. The patient mentioned they could get 2-4 coupling bars to fill in if they were lying down and applied pressure to the recharger antenna. The patient said they placed a brick on top of the recharger antenna so there would be enough pressure between the antenna and ins; otherwise, they could not get any coupling bars to fill in. The patient stated that they reported this issue over a year ago, and the manufacturer rep ordered the patient a wireless recharger to see if it would help. However, the patient said they continued to have the same issue with the wireless recharger, noting that they had to place a brick on top of the wireless recharger to get it to stop beeping and charge the ins. The patient wondered if there might be too much fat between the ins and rechargers. The patient was redirected to their healthcare provider to address the issue further. The patient said they would mention this issue at their next appointment in october. No symptoms/complications were reported. Additional information received from the consumer reported the recharger coupling issue didn¿t resolve as the consumer always had a hard time getting the battery charged. The consumer had to be reclined or lying down with a book or other item on top of the device.

Manufacturer narrative:
Section d10 references: product ID: wr9200; serial#: (B)(6); product type: recharger. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.